Event description:
It was reported that the patient experienced a fall, and x-rays confirmed that one lead migrated. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead it at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154128.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient's second lead had impedance. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.